Event description:
It was reported that the patient presented in clinic for an initial right ventricular (rv) lead implant. During implant, a small catheter was used and did not provide adequate reach to the target site. Multiple positioning attempts were made and resulted in damage of the rv lead and its helix failing to extend. The rv lead was not implanted, and a replacement was successfully implanted on (B)(6) 2026. The patient was stable throughout.